Manufacturer narrative:
(B)(4). Patient information not provided/unknown.

Event description:
It was reported that the implant (tsvtb11) was not in the plastic vial. The procedure was completed with another implant from stock.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A tapered screw-vent implant ((B)(4)) packaging was returned. A visual inspection of the returned product identified an outer box with the outer and the inner vial. The tamper evident ring at the bottom of the cap on the outer vial was broken/opened. The implant was missing from the packaging along with the fixture mount and the cover screw. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: review of the instructions for use for tapered screw-vent, advent and trabecular metal implants (4869 rev 7 ¿ 01/16) identified information regarding implant packaging under section title "sterility", "shelf life", and "product packaging". The applicable IFU suggests visual inspection of the devices prior to use and not to use sterile devices if the packaging providing the sterile barrier, including the outer cap, vial, tyvek®** lid, or tray has been damaged or compromised in any manner (i.e. Cracked, crushed, torn or peeled away). The exact details of the device condition as received by the customer are unknown. Therefore, the reported event could not be verified based on the information available. The complaint alleges a packaging issue that cannot be functionally evaluated. Therefore, no additional testing was performed. A root cause cannot be determined. The following sections have been updated: date of this report, manufacturer, device expiration, (B)(4), manufacturer's contact office, date received by manufacturer, type of report: checked "follow-up", checked follow-up type, device evaluated by MFR: changed "no" to "yes", date of manufacture, entered evaluation codes, added manufacturer narrative.